Manufacturer narrative:
(Control board) the evaluation determined that the reported event was caused by damage to the control board. The damage was attributed to an overcurrent condition.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-8305 console is not responding. The shaver handpiece and pedal would not work when plugged into the console. This occurred during a case. There was no additional information provided, additional information has been requested.